Event description:
The account alleges that the device will not go into trendelenburg or reverse trendelenburg.

Manufacturer narrative:
The technician adjusted the reverse trendelenburg engage switch, which resolved the issue. The device functions as designed. Pursuant to our response to warning letter 2008-dt-04, hill-rom is continuing its retrospective review of events for reportability. This effort will continue until we are current.